Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter most likely underlying root cause of malfunction: user's test strips had a poor storage(laundry room). Manufacturer contacted customer with follow up phone calls to ensure the new product replacement solved the initial concern and whether customer still is with not symptoms; customer is asymptomatic and satisfied with the new product readings.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from meter to meter comparison of test result reported of 88 mg/dl and test result reported of 59 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 145 mg/dl. Customer stated when the tests were performed that was having symptoms such as shakiness and sweatiness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the laundry room (where the dryer is located). The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 88 mg/dl, 147 mg/dl, 107 mg/dl, 172 mg/dl, 192 mg/dl. Customer states he does not have any symptoms at present time and feels fine. Customer has not changed anything in the daily activities such as diet, exercise, or medication. Customer educated of the product proper storage.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage (laundry room). Manufacturer contacted customer with follow up phone calls to ensure the new product replacement solved the initial concern and whether customer still is with not symptoms ;customer is asymptomatic and satisfied with the new product readings.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from meter to meter comparison of test result reported of 88 mg/dl and test result reported of 59 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 145 mg/dl. Customer stated when the tests were performed that was having symptoms such as shakiness and sweatiness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the laundry room (where the dryer is located). The test strip lot manufacturer's expiration date is 08/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer states he does not have any symptoms at present time and feels fine. Customer has not changed anything in the daily activities such as diet, exercise, or medication. Customer educated of the product proper storage.